Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port kit with the following components: one cath-lock loaded to a catheter, one flushing connector, one j-tip guidewire in a guidewire hoop, one cath-lock, one straight non-coring needle, one right-angle non-coring needle, one introducer needle, one tunneler, one 10.0fr peel-apart sheath and vessel dilator, one vein pick, one syringe and one sealed safety infusion set were received for evaluation. In addition to the returned physical sample, two electronic photos were provided for review. Functional testing was unable to be performed due to not receiving reported component within kit. The photo shows a hickman port and the port stem was noted to be fractured and completely broken and a portion of the port stem was noted inside the cath-lock. Therefore, the investigation is confirmed for the reported fracture and identified material separation issue. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2026), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the port placement procedure, the nasal tip was allegedly broken during the attachment of the catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during the port placement procedure, the nasal tip was allegedly broken during the attachment of the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.